Event description:
It was reported that a spectrum pump displayed system error 105 in the operating room. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was reproduced at startup. Eval found the reported system error 105 to be caused by a failed motor. The failed motor assembly was replaced.